Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the screw could not be inserted. The tip may be deformed." Device image showed tip fracture.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. Visual inspection: the visual inspection confirmed that the tip of the screw driver is deformed, a sign that the part was extensively used. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The failure was caused by the normal wear of the device. If any further information is provided, the investigation report will be updated.

Event description:
As reported: "the screw could not be inserted. The tip may be deformed." Device image showed tip fracture.